Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient underwent another procedure on (B)(6) 2009 and obtryx was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystocele, vaginal prolapsed and sui. Following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, organ perforation, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh revision/removal on (B)(6) 2009 due to chronic pain, cystocele and sui. It was reported that the patient underwent additional surgery on (B)(6) 2012.

Manufacturer narrative:
It was reported that following insertion the patient experienced recurrent urinary tract infection.